Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2011.

Event description:
It was reported that during the implant attempt, the physician had difficulty seating the wrench into the setscrew in the atrial port. The physician attempted to tighten the screw but could not get it to seat right. The wrench did work on the other ports; so it was thought to be a grommet/setscrew problem. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.